Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation on (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a breast implant deflation. During visual evaluation of the device, siltex cracking area was observed on the posterior view. Within the siltex cracking area, a tear measuring approximately 0.6 cm was noted. The evaluation determined that the rupture is consistent with the siltex cracking. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices resulting in a tear at a later date. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left breast prosthesis deflation. Concomitant medical products: mentor siltex round moderate profile 300cc saline breast prosthesis, catalog #3542645, lot #194146. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor siltex round moderate profile 300cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s left breast prosthesis was confirmed by a physical examination performed by a doctor. As a result, the patient will undergo explantation on (B)(6) 2020.